Event description:
Reported via clinical study. It was reported that there was a pericardial effusion with cardiac tamponade. A pulsed field ablation with concomitant left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown time post procedure, the patient experienced a pericardial effusion with cardiac tamponade as a result of a cardiac perforation. There were no other complications that were reported to have occurred.